Event description:
Boston scientific received information that this patient checked into the clinic and upon interrogation the device an alert came up to check the right atrial and right ventricular shock lead. The daily measurements showed one measurements for shock impedance of zero while all other measurements were stable. The device was functioning appropriately. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Technical services was contacted for further review. Technical services suspected a possible electromagnetic interference source at the time of the daily measurements were obtained resulting in a zero ohms measurement. Technical services discussed normal follow ups.